Event description:
It was reported to manufacturer that the physician was not able to establish communication with the vns patients generator and that the hand held screen would continually state to "retry". The physician reported that the hand held was unplugged from the wall outlet during usage and that the wand batteries were checked and were fine. The patient was no longer in the office to perform additional troubleshooting. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.